Event description:
It was reported by the patient that when the carelink monitor was connected to the home phone lines, the phones did not work. The phone company confirmed that the lines were working properly when the monitor was disconnected. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the monitor was returned and analysis found that the assembly and the adaptor were both out of specification electrically, and a debug test was unable to be performed by the manufacturer due to a serious component burn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that when the carelink monitor was connected to the home phone lines, the phones did not work. The phone company confirmed that the lines were working properly when the monitor was disconnected. The monitor was replaced. No patient complications have been reported as a result of this event. The monitor was returned and subsequently tested out of specification during manufacturer's analysis.